Event description:
No new information reported by the customer.

Manufacturer narrative:
The supplemental is being filed to correct h9 as the previous information was entered in error and is not related to a product recall.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (error code e216) and white residues on the air/water supply cause traced to component failure and cause not established, respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white residues on the air/water supply and a scope communication error (error code e216). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this.

Event description:
No additional information received from the customer.